Event description:
The customer called with a complaint stating not seeing all of the numbers on the display. During the trouble shooting process it was learned that the segments are missing in the tens and units positions. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.